Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing and electric shocks outside of an isolated episode due to suspected supraventricular tachycardia; however this could not be definitely confirmed in the absence of an atrial lead. Therapy was not exhausted. There is no evidence indicating any actions were taken for this device. No additional information could be obtained from the field. The device remains in service. No additional adverse patient effects were reported.